Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to dka. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken by ambulance and hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 600 mg/dl while wearing the pod. Patient awoke and realized the pod had fallen off, causing the cannula to dislodge. Symptoms reported include hyperglycemia and vomiting. The patient was admitted to the intensive care unit (ICU) and treated with an intravenous fluids and an insulin drip (4 units per hour for 8 hours). The patient was released after spending 2 days in the ICU.